Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise from (B)(6) 2010 to (B)(6) 2013. The atrial sensitivity was reprogrammed.